Event description:
During a da vinci-assisted salpingo-oophorectomy surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report that the integrated electrosurgical unit (iesu) was not delivering energy and displayed question marks on the screen along with an m-02 error code. The customer had previously changed out the energy cables without resolution. The tse advised the customer to restart the iesu and the errors cleared. The procedure was completed with no reported injury. Isi followed up with the customer and obtained the following additional information: the system's functionality was checked upon powering on and the system was confirmed to have initially powered on without errors. The reported issue was not resolved for the remainder of the procedure following troubleshooting with isi technical support. Following completion of the procedure robotically, the system was set aside until an isi field service engineer (fse) could present onsite for further evaluation and repair.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse identified multiple c-00 errors during the last several procedures in which the customer power cycled the integrated electrosurgical unit (iesu) to recover. The iesu was replaced to resolve the reported issue. The system was tested and verified as ready for use. Isi received the da vinci product to perform failure analysis and confirmed the customer reported issue. The iesu was placed on an in-house system, run in normal mode, and found to produce errors m-02 and c-82. A review of the system log for the iesu associated with this event was performed by an isi failure analysis engineer (fae) and the following additional information was provided: a single m-02 error occurred before the start of the procedure. Following presentation of the m-02 error, the iesu was power cycled and the issue resolved without recurrence of m-02 errors during the procedure. The system's iesu remained operational during the procedure, but it is unknown if the iesu or an alternative generator unit was utilized for energy.